Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical intervention and is consistent with the reported ambulance transport, emergency treatment, and inpatient admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not show hypoglycemia on the reported event date and this is consistent with the reported cause of the event being cgm inaccuracy, with the ilet reading approximately 134 mg/dl while the user¿s blood glucose was reportedly 14 mg/dl, leading to excessive insulin delivery in response to inaccurate cgm values. Based on available information, the event was attributed to cgm inaccuracy rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 05-feb-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with a reported blood glucose of 14 mg/dl, resulting in hospitalization. The user was transported by ambulance and treated with glucose in the emergency department and during hospitalization. The user was discharged on (B)(6) 2025, recovered, and planned to resume ilet use.